Manufacturer narrative:
The manufacturer did not receive the devices, x-rays or other source documents for review as the patient has not been revised. The labels of the devices were received. The device history records were reviewed and found to be conforming. A cause of this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This a bilateral patient and this case is a split case with zimmer inc. (B)(4). The left hip was reported under (B)(4). Split case with zimmer inc. (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 8/0, taper 12/14 on the right side on (B)(6) 2010. It was stated that the patient is experiencing pain and swelling.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient is experiencing pain and swelling. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional: model #/lot #. Update: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Additional information was received and the investigation was updated. All information is included in this MDR. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that the patient is experiencing pain and swelling. - additional information received on jun 30, 2016. The patient wants to learn if her implants are part of a recall as her doctor told her to check. She never really healed and she has still swelling and pain in right hip area. Review of received data - primary surgery report (right) dated (B)(6) 2010: pre-op diagnosis: right hip painful development dysplasia of hip, acetabular side. Obesity. Bipolar disorder. Operation: report explains the surgical procedure. The chosen stem allowed various head and neck length options. Slight leg length increase noticed, purposefully a retroverted neck due to the degree of anteversion on her native bone and position of the press-fit stem in her canal. 10 degrees of anteversion was obtained. - doctor visit (right) dated (B)(6), 2010: hip incision healing well. Remaining staples removed. Do's and dont's instructed to the patient. - doctor visit (right) dated (B)(6) 2010: patient states her right hip is doing fine. No major problems. A little stiff when she first starts out. Shea has pain on her left hip. Her right leg is clinically longer than her left by a few millimeters. -implantation surgery report (left) dated (B)(6) 2011: pre-op diagnosis: left hip painful, bipolar disorder, obesity. Operation: zimmer devices were implanted without any observed abnormality. Leg length equalization performed by elevating the femoral neck 90 degrees flexion, 75 degrees internal rotation without instability. Abduction was then restricted to 45 degrees. -doctor visit dated (B)(6) 2011: she feels different than the contralateral side with regard to pain level. She shows good abduction balance on the right side. The left side is still weak. -radiology report dated (B)(6) 2014: findings: no significant joint fluid. No fluid along the intramedullary stem via the right or left hip tha. No signs of loosening at the femoral and acetabular components. No findings to suggest pe wear induced osteolysis. No prominent fluid collection. There is symmetrical hypodensity just deep to the pseudocapsule bilaterally which may represent debris from so-called pe wear induced synovitis impression: subtle findings possibly representing pe wear induced synovitis with small amount of debris. No other abnormalities observed. -doctor visit dated (B)(6) 2015: patient has much pain on the left hip, more than the right side. Pain is located at bilateral greater trochanter and groin region. Examination: no swelling at bi-hip. No sign of infection. Tenderness to palpation at bi-greater trochanter, left is worse than right. Abductor muscle strength is significantly reduced. MRI shows no pseudotumor at bi-hip. X-rays requested. -radiology report dated (B)(6) 2015: findings: intact pelvic ring without abnormality. No fracture. Bilateral hip prostheses are noted in good position. No lytic or blastic lesions of bone are present. Both thr shown to be in good alignment. No evidence of loosening or infection bilaterally. No dislocation or fracture. Stem is in good position within the medullary cavity. Impression: normal appearing bi-thr. -doctor visit dated (B)(6) 2015: x-rays show implants in good alignment. Mild pe wear on left tha. No osteolysis or dislocation. Radiolucency noted at zone 2 and 3 of left acetabular cup. Assessment: painful hip, left is worse than right. Bilateral greater trochanter bursitis. Plan: patient is necessary to have aspiration of the left hip by radiologist. -radiology report (left) dated (B)(6) 2015: operation: fluorospically guided aspiration of the left hip -doctor visit (left)dated (B)(6) 2015: the culture of the aspiration by the radiologist is negative. Plan: steroid injection on left greater trochanter applied and made the pain disappear on left side according to the patient. Follow-up in 4 weeks. -doctor visit (left)dated (B)(6) 2015: x-ray shows left hip acetabular component is with a small anteversion. Some pe wear, about 20% of the acetabular component was not covered by the host bone. Radiolucency at zone 2 and 3. Plan: steroid injection. Follow up in 2 weeks. -doctor visit (left) dated (B)(6) 2015: patient states she experienced pain relief for only 2.5 days after the steroid injection. After the pain started again. Plan: x-ray of left hip shows anteversion of the cup is about 0 degrees. The iliopsoas tendinitis possibly caused by the malpositioning of the cup. Left thr revision is suggested. -revision surgery (left hip) report dated (B)(6) 2015: pre-operative diagnosis: left failed hemiarthroplasty, painful hip, greater trochanter bursitis, iliopsoas tendinitis indication for surgery: x-ray left hip shows radiolucency around the cup and the stem is prominent. Offset is short. Operation: shell observed to be loosened. Large bursitis around greater trochanter is seen and bursa tissue was excised. Zimmer kinectiv modular neck with versys femoral head were implanted along with stryker components. Femoral stem was not revised ap view x-ray showed implants are in good position. -radiology report dated (B)(6) 2015: x-rays show bilateral hip prostheses are both in good alignment. No fracture or loosening. Cup left side is in good position and alignment. -radiology report dated (B)(6) 2015: x-rays show bilateral hip prostheses are both in good alignment. Pelvic rings intact without abnormality. No fractures. Good position and alignment of both tha. -radiology report dated (B)(6) 2015: tha left in anatomic alignment. No loosening or fracture or pathologic process. No product was returned to zimmer biomet for in-depth analysis as the device is still implanted. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary the patient has bilateral thr and a long history of problems with her hip. For the investigation of the case the whole history of the patient including the surgical report, office visit notes, and radiology reports were received. Or the sake of completeness, the medical history of the patient for both left and right side hip is included in the review of this complaint. No x-rays or intraoperative screenings were received. However, the radiology reports showed there is no problem observed at the right thr. Patient is noted to have bipolar disorder and a bmi (B)(6) which indicates obesity. However, it is unknown to which extent these may have played a role in the reported event that patient has experienced. The review of the DHR indicates that the ceramic head met all requirements to perform as intended. Moreover, zimmer biomet winterthur product - biolox delta ceramic head is checked whether there was a recall for this specific batch and it is found out that the product was not part of a recall. The investigation of the left hip takes place in (B)(4). The warsaw split case for the right hip is (B)(4). Additional information received on jun 30, 2016 did not lead to a new conclusion. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Manufacturer narrative:
Additional information was received on june 30, 2016, the devices were not returned for investigation. Op notes, op reports and patient history have been provided. The re assessment of the investigation has been initiated. Once it is finalized an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Additional information received on june 30, "201". The patient was implanted the biolox delta, ceramic femoral head, m 28/0, taper 12/14 on (B)(6) 2010. It was also reported that the patient is experiencing pain and great trochanter bursitis.